Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced failed sensor after warm up which occurred one day after the sensor had been inserted in the abdomen. The patient was at her mother's house when the sensor failed. No mention of cgm (continuous glucose monitor) and bg (blood glucose) readings prior to sensor failure. At an unspecified time after the sensor failure message, the patient experienced loss of speech and disorientation. The mother called an ambulance, and the patient was transported to the hospital. There was no mention of bg or medical intervention. It was not specified whether the patient experienced hyperglycemia or hypoglycemia. The patient was hospitalized from (B)(6) 2023-(B)(6) 2023. At the time of the report, the patient was ok, but still hospitalized. Due diligence attempts to contact the patient for more information were not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code - e0131 speech disorder.